Manufacturer narrative:
If additional information is received, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, neotract was informed via a posting on the (B)(4) forum that a patient experienced ongoing bleeding after having the urolift procedure. The patient had a 2 unit platelet transfusion the morning of the urolift procedure ((B)(6) 2017). He was noted to have friable mucosa. His procedure was uneventful; he received 4 implants on the left and 2 implants on the right side of the prostate. He was discharged that day with a foley catheter in place. The next day ((B)(6) 2017), the patient presented with a clot and was admitted for continuous bladder irrigation. The treating physician performed a clot evacuation the next day and said he saw bleeding from the right side of the prostate. Over the next month, the patient was taken to the or multiple times for various procedures including transfusion, evacuation and fulguration. The patient continued to bleed. On (B)(6) 2017, the patient underwent bilateral prostate embolization. The patient was monitored for the next week and discharged to rehab. On (B)(6) 2017, the patient had a follow up appointment in which he was doing well without retention or active bleeding. Post void residual was reported to be 0 ml.